Event description:
In 2008, the patient reported that he frequently finds a small amount of insulin in the cartridge compartment of his infusion device. During troubleshooting, it was discovered that the patient does not attach the infusion tubing and adapter to the insulin cartridge before insertion into the infusion device. The patient was advised to connect the adapter and infusion tubing to the cartridge prior to insertion to prevent insulin from leaking into the cartridge compartment. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.